Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects found on the a-rubber. A root cause could not be identified. Based on the results of the investigation, a root cause could not be identified for the dirty distal end. Also, for the foreign matter contamination in a rubber, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a dirty distal end. This was discovered during reprocessing. There were no reports of patient involvement.